Manufacturer narrative:
Report generated in error.

Manufacturer narrative:
Section b4 was updated.

Event description:
During preparation of the three (3) 5f mynx control vascular closure device (vcd), it was noticed that the inflation indicator did not move outside the proximal part of the handle as it was supposed to when the balloon was inflated as a first step. Even after very heavy inflation, the indicator did not move outside, which in the end led to a rupture of the balloon. The 3 devices were not in contact with the patient. With the fourth device, still, the inflation indicator did not move out as expected, but after it was knocked at the sterile table gently, the inflation indicator moved outside, and this device was used to perform the closure procedure. They were all opened during for the same patient. The puncture site was the femoral artery. The vessel type is arterial. Hemostasis was ached by using another mynx control device. The patient was not hospitalized and the patient's hospitalization was not extended as a result of the event. Patient recovered after the mynx event. There was no reported patient injury. The devices are expected to be returned for analysis.

Manufacturer narrative:
This case is related to report number #3004939290-2021-02264. During preparation of three 5f mynx control vascular closure devices (vcd¿s), it was noticed that the inflation indicator did not move outside the proximal part of the handle as it was supposed to when the balloon was inflated as a first step. Even after very heavy inflation, the indicator did not move outside, which in the end led to a rupture of the balloon. The 3 devices were not in contact with the patient. With the fourth device, still, the inflation indicator did not move out as expected, but after it was knocked at the sterile table gently, the inflation indicator moved outside, and this device was used to perform the closure procedure. They were all opened during the same case, for the same patient. The puncture site was the femoral artery. The vessel type is arterial. Hemostasis was achieved by using another mynx control device. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. Patient recovered after the mynx event. There was no reported patient injury. Three devices were returned for evaluation, the one used in the patient, achieving hemostasis, was not returned. (B)(4): the device was returned for evaluation. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device. Unusual force was required when trying to inflate the balloon with water. After multiple attempts, the device¿s lumen was cleaned out with water. A leak was found in the balloon of the returned device. To verify the inflation indicator functionality, the balloon was pinched to hold the pressure, and the results showed that the inflation indicator was able to be extended as intended (mynx control instructions for use (IFU). Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon, approximately 1.5 mm from the balloon neck. Visual inspection also found evidence of dried diluted contrast solution in the inflation tubing. A product history record (phr) review of lot f2111003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): a non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant remained in the manufacturing position. The syringe was not connected to the device and the procedural sheath was not returned with the device. Per functional analysis, leak testing was performed. Unusual force was required when trying to inflate the balloon with water. After multiple attempts, the device¿s lumen was cleaned out with water, and the balloon was able to be fully inflated/deflated as intended with proper functioning of the inflation indicator (mynx control instructions for use (IFU). Per microscopic analysis, visual inspection under high magnification showed dried diluted contrast in the inflation tubing of the returned device. A product history record (phr) review of lot f2111003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): a non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed on the balloon. Unusual force was required when trying to inflate the balloon with water. After multiple attempts, the device¿s lumen was cleaned out with water, and the balloon was able to be fully inflated/deflated as intended with proper functioning of the inflation indicator (mynx control instructions for use (IFU). Per microscopic analysis, visual inspection under high magnification showed dried diluted contrast in the inflation tubing. A product history record (phr) review of lot f2111003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): the product was not returned for analysis. A product history record (phr) review of lot f2111003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inflation indicator extension difficulty¿ indicator was not confirmed during analysis of the returned devices ((B)(4)) and could not be confirmed on the fourth device ((B)(4)) as it was not returned for evaluation. An exact cause for the event could not conclusively be determined. Based on the investigation, the inflation solution used for the balloon may have contributed to the difficulties experienced by the customer. According to the instructions for use (IFU) which is not intended as a mitigation of risk, preparing the balloon: fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. If the puncture is at or below the femoral bifurcation or is antegrade a solution of 50% contrast to 50% saline may be used in order to visualize the balloon while pulling back to the arteriotomy. The reported ¿balloon loss of pressure during prep¿ was confirmed during analysis of (B)(4). Based on the information provided and the analysis performed, the cause of the tear in the balloon may have been attributed to excessive force used to attempt to inflate the balloon during the preparation phase. ¿balloon loss of pressure during prep¿ was not confirmed on (B)(4), as the devices performed as intended according to the IFU. Neither the phr review, the information available or the product analysis suggests that the reported events could be related to the manufacturing process of the units. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot # f2111003 presented no issues during the manufacturing process that can be related to the reported complaint. This case is related to report number # 3004939290-2021-02264 however, it will be submitted within 30 days upon receipt.

Event description:
During preparation of the three (3) 5f mynx control vascular closure device (vcd), it was noticed that the inflation indicator did not move outside the proximal part of the handle as it was supposed to when the balloon was inflated as a first step. Even after very heavy inflation, the indicator did not move outside, which in the end led to a rupture of the balloon. The 3 devices did not get in contact with the patient. With the fourth device, still, the inflation indicator did not move out as expected, but after it was knocked at the sterile table gently, the inflation indicator moved outside, and this device was used to perform the closure procedure. There was no reported patient injury. The devices are expected to be returned for analysis.